Manufacturer narrative:
Ump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected low battery alarm or failed battery test alarm noted during testing. Hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 219 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The device will be returned for analysis.